Manufacturer narrative:
The results of the investigation are inconclusive as the product was not returned for analysis. The cause of the reported event remains unknown.

Event description:
It was reported the patient experienced persistent intermittent communication between the patient controller (pc) and the ipg. A company representative met with the patient but was unable to resolve the issue with troubleshooting. Consequently, surgical intervention was taken and the patient's scs ipg was replaced with a new one addressing the issue.